Event description:
During svc testing, the baxter repair tech reported an infusion pump with defective batteries. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.